Manufacturer narrative:
The manufacturer performed an investigation, analyzing the data provided by the distributor (log, hardware status) and testing the behavior of aliquoter module (aqm) on a system available at the manufacturing site. Here below the description of the most plausible series of events that led to the reported occurrence, as per internal testing and log analysis performed. Eight mother tubes are diverted inside the aqm module. When the first mother (mother tube a) arrives at the mother gate into the buffer, the firmware sends the message to prepare the daughter tube a. The daughter tube a is labelled, and identified by the barcode reader, but it is not loaded into the carrier on the track; it remains presumably in the labelling area. For unknown reasons, the aqm module stops working. The automation software (sms) notified the error sc090 "tube did not arrive at carrier antenna" through the user interface and the aliquoting process is interrupted. The lab operator starts giving diagnostic commands to aqm module, trying to restore the "operational" status of the module. Moreover, he also checks the status of the consumables opening a few boxes. The diagnostic command "offline" with flush makes mother tubes and empty carriers to go out of the aqm module, while the daughter tube in the labelling area remains there without an error notifying its presence. When the aqm module goes back online, the mother tube b is deviated in it. The daughter tube b is not created. The daughter tube a is instead used, and sample from mother tube b is dispensed in daughter tube a. The tests performed by the manufacturer did not allow to reproduce the scenario described above, that was deduced by the log's analysis. Therefore, the root cause of the event is still unknown. In fact, during the tests, the daughter tube is always properly generated, or an error is always notified. The manufacturer is not aware of other similar events. Moreover, in case of re-occurrence, it is possible for the lab operator to become aware of the mis-match event, thanks to the automation system configuration specific in the involved laboratory, in which only one daughter tube is expected from the mother tube, and in which both mother and daughter tube have the same sid. Moreover, the lab operator would notice a missing sid of a daughter tube (daughter tube b in this case). Considering that the investigation did not allow to identify the root cause neither improvements in the aqm functionalities, no design changes are foreseen to be implemented.

Event description:
Inpeco sa has been notified of a problem with the aliquoter module (aqm). The aliquoter module generates secondary sample tubes from the presented primary sample tube. The customer reported that the aliquoter module dispensed sample from a primary sample tube in a secondary tube of a different patient. The customer confirmed that the results were not reported to the physician.